Manufacturer narrative:
Product analysis the device was returned in a pre-inflated state and with the stent on the balloon. The returned stent was confirmed to be 27mm. A visual inspection found that the stent had moved approximately 8mm distally on the balloon, and that one of the distal struts was bent over. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A visipro balloon expandable stent was being used to treat a calcified lesion with 80% lesion stenosis in the distal left mid sfa. No abnormalities in relation to anatomy. Lesion was pre-dilated. No damage to packaging. No issues when removing product from hoop/tray. The device was prepped per the IFU. The device did not pass through a previously deployed stent. No resistance when advancing the device. No excessive force used. It is reported the stent would not deploy, there were no difficulties inflating the balloon and no leak reported. A different stent of same size was used to complete the procedure. No patient symptoms associated with event. Patient is alive with /no injury. When the device was returned for evaluation, it was noted that the stent was deformed.